Manufacturer narrative:
Follow-up #1: date of submission 05/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/04/2016 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity related to the pi observed in the black box or download history. The pump was exercised for 24 hours at 1 unit per hour. Total daily dose for testing period shows 24 basal units delivered. Pump did not change basal settings during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter stated that the basal rate changes to zero, and has done so 4 times after they changed it back to the correct basal rate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.